Manufacturer narrative:
Aso received returned samples for evaluation on 12/03/2015 and performed test for adhesion properties on 12/07/2015.

Manufacturer narrative:
On 11/11/2015 - pending product returns or lot information. Representative product has been tested for biocompatibility with satisfactory results as noted in this report. A follow up report will be sent if additional product or lot information is received.

Event description:
On 11/02/2015 - the end user/patient reported that he used the device/product and when he took it off, the device took some of the skin on his lower arm off.